Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible transmitter issue on (B)(6) 2015. Patient did not report any injury or medical intervention. No additional event or patient information is available.